Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. Signs of clinical use and blood were observed. Slight evidence of blood and clinical use were observed. The delivery device was returned outside the loading device. There was blood observed on the delivery device. The seal and tension spring assembly remained inside the loading device. The slide lock was dis-engaged. The plunger was not depressed on the delivery device. No other visual defects were observed. The following measurements were taken; the inner delivery tube diameter was measured at .199in. The outer diameter was measured at .215 in. The length of the delivery tube was measured at 2.50 in. The values recorded were within the tolerance specifications. Based upon the received condition the device, the reported complaint for the failure to load was confirmed.

Event description:
The hospital reported a coronary artery bypass procedure, hs iii proximal seal system 4.3mm internal part was broken., the seal remained in the loading device. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported a coronary artery bypass procedure, hs iii proximal seal system 4.3 mm internal part was broken. The seal remained in the loading device. A replacement device was used to complete the procedure. The hospital did not report any patient effects.